Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons was unresponsive and slower to rewind. Customer¿s blood glucose was unknown at the time of incident. Customer stated that troubleshooting was declined for technical support. The insulin pump will not be returned for analysis.